Event description:
It was reported that the user experienced prolonged hyperglycemia on the ilet after a recent infusion set change, with a bent cannula identified at the infusion site and a history of recent hypoglycemia that was treated with oral carbohydrates while disconnected, followed by injection of 15 units of subcutaneous insulin and later reconnection with an inset infusion set. Symptoms included lethargy, headache during hyperglycemia (539 mg/dl) and weakness during hypoglycemia (40 mg/dl). Outcomes included elevated blood glucose up to 539 mg/dl confirmed by fingerstick, followed by improvement to 287 mg/dl and further downtrending, without hospitalization. Investigation included guided troubleshooting, inspection of the infusion site, confirmation of insulin delivery resumption after site change and reconnection, and education on ketone assessment and when to seek medical care. Investigation of this case revealed a bent cannula at the infusion site contributing to underdelivery and subsequent hyperglycemia, compounded by early algorithm adaptation and overtreatment of a prior low while disconnected. It was concluded, based on previously established findings for similar reports, that the cause was infusion site failure due to a bent cannula with contributory user actions during early adaptation.